Manufacturer narrative:
On 11/24/19, mentor received additional information regarding the date of explantation and revision procedure. The patient is scheduled to undergo removal without replacement on (B)(6) 2019. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with two 275cc mentor smooth round spectrum implants and suffered several unexplained systemic symptoms, including hypothyroidism, rheumatoid arthritis, brain fog, blurry vision, shaking in hands, dropping things, depression, extreme fatigue, no motivation, chronic migraines, difficulty breathing, severe anxiety, extreme sensitivity to light/noise/smell, difficulty sleeping, memory issues, dry eyes, difficulty swallowing, clears throat often, ringing in ears, possible ulcer, numbness in certain parts of body (upper torso and legs), tingling in certain parts of body (upper torso and legs), shallow breathing. The patient stated that symptoms have increased within the last 5 years. Testing was performed for both sjogren's syndrome and lyme disease, and the results were both negative. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled to undergo removal without replacement on (B)(6) 2019. This report is for the right prosthesis.